Event description:
Literature reported (B)(6) ICU patient with central venous catheter in right internal jugular site. Reported tegaderm chg dressing covered catheter site. Literature reported multiple small ulcers covered with fibrinous debris surrounded the insertion site after 17 days. Cultures negative, wound care treatment reported as topical antibiotics and non adherent dressings. Lesions resolved after 6 days.

Manufacturer narrative:
Complaint type is being monitored an analyzed. Tegaderm chg complaints are significantly reducing based on number of units sold. 3m's updates to the package insert, additional instruction sheets, and educational programs are being effective in ensuring optimal use of the product.